Event description:
It was reported that patient stated that "she thinks she had 2 leads and device replaced because it was a bad battery and both leads were bad". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.